Event description:
Reporter noted eye went flat during fluid/air exchange. Believes pump stopped. Had to complete procedure manually. Was able to reform the eye chamber and no permanent injury reported.